Event description:
The customer reported a system message displayed during set up. The customer completed all cases by forcing the cassette in place. The customer reported a 10 minute delay. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message in the event log. The cassette ID pcb and solenoid spacers were replaced. The system was then tested and met all product specifications. (B)(4).